Event description:
Prior to an unknown procedure, blade error occurred during test mode. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.